Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The status bar was not black, however, the tool interface unit (tiu) was replaced as a precaution. Following the replacement, an operation check of the navigation system showed no problems. System continued to perform as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a distributor that, while in a procedure, the status bar of the navigation system camera, or probe, was black and navigation was unavailable. Re-starting the navigation system did not resolve the issue. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.